Event description:
A customer reported that a system message related to the footswitch was displayed repeatedly during surgery. The system message could not be cleared. The procedure was reported to have been completed with difficulty. No patient harm was reported. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).